Event description:
Event description guidant received information that the patient with this pacemaker took the heart rate with his blood proessure monitor. The monitor indicated a heart rate of 57 when his lower pacing rate was 70. The local guidant representative checked the device. The stored data indicated the pacing rate was in the 60-70 range 3% of the time.

Manufacturer narrative:
No further information available. This event will be reopened should more information be made available. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.

Event description:
Guidant received information that the patient with this pacemaker took the heart rate with his blood pressure monitor. The monitor indicated a heart rate of 57 when his lower pacing rate was 70. The local guidant representative checked the device. The stored data indicated the pacing rate was in the 60-70 range 3% of the time. Technical services discussed the device checkup. The device indicated the patient was having premature ventricular contractions (pvcs). This would reflect a change in the intervals due to the pvcs. The caller made some programming changes to address the issue. The patient will return in three months for a followup check. The device was explanted for normal battery depletion over five years later and the device was returned for analysis. No adverse patient effects as a result of the explant procedure were reported.